Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.